Event description:
It was reported with the use of the bd¿ interlink® lever lock cannula there was an issue with red foreign matter on the product.

Manufacturer narrative:
Investigation summary: four photos and one interlink cannula in an opened blister pack from batch #7270829 (p/n 303370) were received and evaluated. It was observed the photos displayed the physical sample. Three embedded foreign matter particles were present in the sample. They are reddish in color and located near the top of the hub. One of the particles is larger than level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ interlink® lever lock cannula there was an issue with red foreign matter on the product.